Event description:
It was reported that an ilet pump issued repeated alert 38 for consecutive stalled motor, associated with high glucose, and the caregiver had restarted the pump multiple times; during troubleshooting, a dry run delivered 165 units without issue and a full supply change was recommended. Symptoms included hyperglycemia and dry mouth. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the pump consistent with a motor stall condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.